Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. Due to low vault, the lens was removed and replaced intraoperatively for a longer length lens. The problem was resolved

Manufacturer narrative:
A4 - unk. A5 - unk/ a6 - unk. Claim# (B)(4). Manufacturer narrative comment; device revision or replacement (lens replaced or exchanged) is identified in the labeling as a known potential adverse event following icl implantation.

Manufacturer narrative:
Manufacturer narrative comment; upon review, it was determined that the initial MDR is not applicable as this is not a reportable event. Claim# (B)(4).